Event description:
A report was received on 03 may 2023 from a 58 year old male patient with a medical history including end stage renal disease, who stated his blood pressure dropped (nos) during a home hemodialysis treatment on (B)(6) 2023 and emergency medical services (ems) transported him to the hospital. Additional information was received on 09 may 2023 from the home therapy nurse (htn), who stated the patient felt unwell (nos) at the end of treatment and called emergency medical services (ems). Ems transported the patient to the hospital where he was admitted on (B)(6) 2023 with a diagnosis of chest pain, no further details of hospitalization or date of discharge were provided. Following the event, the patient has recovered without sequelae and resumed therapy with nxstage.

Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).